Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was revised and remains in use. No further patient complications have been reported as a result of this event.